Event description:
The customer reported that the needle with not rest on on zero. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - needle will not rest on zero. Results - evaluation of the returned product found the needle was at 36mmhg when received. When the release button was pressed it does not reset the needle to zero or move the needle at all. The needle does move up when the inflation bulb is squeezed but when the release button was pressed the needle only reset to 68 mmhg. The rubber protective ring around the gauge is missing. Note: the instructions for use has a statement: the cufflator should be calibrated annually, or if measurements fall outside of the required range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. Return all cufflators to the posey company for repair. (B)(4).